Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿pain¿, ¿large glandular accumulation¿, ¿cysts¿, and ¿free fluid." Patient reported "the free fluid around the capsule is worrying {the patient}." This record is for left side. The device has been explanted.

Event description:
A patient reported they experienced the events of ¿pain¿, ¿large glandular accumulation¿, ¿cysts¿, and ¿free fluid." Patient reported "the free fluid around the capsule is worrying {the patient}." This record is for left side. The device has been explanted.